Event description:
Customer reported that a patient sample that was later identified to contain anti-s and anti-e did not react with the e positive cell (cell ii) of vs590. Reactivity of 2+ was observed with the s+ cell (cell I). Patient had no previous history of antibodies. Customer site does not perform antibody identification, therefore the sample was sent to a reference lab where anti-e and anti-s were identified. Reference lab tested the sample using tube/peg. The reference lab indicated that the anti-e only reacted with the homozygous e+ cells (weak-1+). Customer does not have samples for return. Daily qc was acceptable on day of testing. Customer did not perform any additional troubleshooting steps such as increased incubation or confirmation of the e antigen of the donor red cell.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. A review of complaints by lot was performed. There were no other complaints against this lot. (B)(4).